Manufacturer narrative:
Concomitant medical devices: d314drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shock therapy due a confirmed fracture on the right ventricular (rv) lead. The rv lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.